Event description:
Guidant tristar stent lot # 0030852 stock # 1003476-13 moved from circumflex coronary artery to left main coronary artery during inflation deployment. Pt went to emergent CABG - stable condition.